Event description:
Size 8 jackson tracheostomy tube changed out due to inability to remove inner cannula. Md was at bedside to perform change out of trach. Patient tolerated procedure well with no complications. We believe that possibly secretions seeped between the inner cannula and the outer cannula, causing the inner cannula to become stuck and not able to be removed for cleaning. Our policy is to clean the inner cannula during every shift at least once (at least once every 8 to 12 hours).======================health professional's impression======================inner cannula was stuck to outer cannula.======================manufacturer response for jackson tracheostomy tube, jackson improved======================no response yet.